Event description:
It was reported that during a procedure after 134,250 joules and 19 minutes the fiber tip broke due to contact with a stone. A second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no patient harm.

Manufacturer narrative:
A device history record review did not identify anything that could be related to the reported event. Analysis of the returned device did not identify any fractures or breaks at the fiber tip. Severe devitrification was noted on the glass cap. The fiber was connected to a hene laser fixture and the aim beam was present at the fiber output window, no breaks were observed along the length of the fiber. No other anomalies were found on the device. The observed cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. So the most probable cause assigned to the complaint was known inherent risk. The reported issue of tip break was not confirmed as the tip was attached to the fiber and no signs of breakage / fractures were noted. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure after 134,250 joules and 19 minutes the fiber tip broke due to contact with a stone. A second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no patient harm.